Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states.this event occurred in (B)(6).this medwatch is for the aviva system. (B)(4).

Event description:
Reporter stated that customer received the following results on 2 different meters within 2 minutes: "hi" (>33.3 mmol/l) and 13.1 mmol/l on the aviva system and 12.1 mmol/l on the compact plus system. No adverse event due to the device reported. The alleged product was replaced and requested for evaluation.